Event description:
During an in clinic follow-up, episodes of oversensing due to loss of capture were observed on the right ventricular (rv) lead. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.